Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-10018, 1627487-2019-10019. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on contacts 2-8. Reprogramming was attempted but did not restore effective therapy. In turn, surgical intervention was undertaken wherein the leads and ipg were explanted and replaced. Post-operatively, stimulation therapy was restored.